Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient invovlement as this occurred during prime. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be be completed. Terumo plans on submitting a follow-up report when the investigation becomes available. (B)(4).